Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the atrial lead, ventricular lead and device was observed. Two episodes of noise were observed. One small nose was undetectable when reducing sensibility and the other small noise appeared to have changed the pacing mode (cam). Patient condition was stable. No further information was available.